Event description:
During service the unit shut down accompanied by an audible alarm. Replaced the pigtail, due to physical damage, to correct the failure mode. Internal battery was unable to be charged.